Event description:
The table consists of a tabletop that leans on two columns. The event accord during use, a pt was lying on the table and the head end column lost it's strength and fell down approx 2 dm. No pt or user was hurt. After the problem had accord, you could lift the table head end up and down by hand. We are waiting to get the column in to investigate the cause, further info will be posted.

Manufacturer narrative:
As the damaged column has not yet been investigated, no root cause analyze has been performed. A follow up report will be sent.